Manufacturer narrative:
Findings: pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 300 mg/dl. The customer was admitted to the hospital. The customer cause of hospitalization was diabetic ketoacidosis. Customer was treated with insulin shots. Customer was wearing the pump at time of hospitalization. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. After the troubleshooting was done, customer was advised that there is nothing wrong with the pump. The customer stated that she does not feel comfortable with the pump. The customer was advised that we will replace pump out as a courtesy.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.